Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen was black, not communicating, and not powering on. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer inspected the station and confirmed it was operating properly. Performed functional testing and found no failures. The system functioned as intended after the field service engineer investigated the device.